Event description:
Meter was set with incorrect date. Due to the incorrect date on the device pt visited physician who adjusted pump and requested pt test more frequently. Customer service was unable to resolve the issue and sent the pt a replacement meter.